Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic. An interrogation revealed that the right ventricular lead exhibited noise over-sensing in (B)(6) and (B)(6) of 2020 . The over-sensing was not reproducible. Lead was reprogrammed to address the issue and patient will continue to be monitored. Patient condition after the event was stable.